Event description:
From a review of the medical record, it appears that pt had a port-a-cath inserted into rt subclavian on 4/23/97 and it was noted to be malfunctioning on 4/25/97. A chest xray on 4/26/97 revealed a catheter fragment in the rt pulmonary artery. The port was removed on 4/27/97 and the fragment retrieved on 4/28/97.